Event description:
Medtronic received information regarding a navigation system being used during a cranial resection procedure. It was reported that the site had gotten an error code 64 during registration. The system rebooted and they were able to continue with surgery. There was a reported delay to the procedure of less than one minute. There was no reported impact to the patient.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735737, version #: 2.1.0, h3) the software analysis concluded that there was insufficient information to determine if a software anomaly caused the reported e vent. As per the information provided on 2024-oct-11, logs were not available. Codes: b01, c19, d15 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.